Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool smarttouch sf catheter and observed an irrigation issue during use. During the ablation, while the thermocool smarttouch sf catheter was in the body, the catheter was not able to be flushed. Before inserted the catheter into the body, the catheter was able to be flushed outside of the body. However, when pulled it out after being inserted, was not able to flush the thermocool smarttouch sf catheter with a plum pump and a syringe. When the catheter was replaced, the issue resolved. There was no patient consequence reported.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool smarttouch sf catheter. During the ablation, while the thermocool smarttouch sf catheter was in the body, the catheter was not able to be flushed. The device evaluation was completed on 17-jun-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test, there was no flow in the irrigation hole. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck in the middle of sheath. Finally, the shaft was dissected, and the irrigation tube was inspected, and it was found occluded with dry reddish material. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The dry reddish material observed inside the irrigation tube could be related to the irrigation and temperature issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the occlusion cannot be determined. The instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).